Event description:
Customer reports that a pt developed a post-op wound infection at an unspecified time following a laparoscopic incisional hernia repair. The pt was returned to surgery for device removal. The device was severely adherent to the small bowel which then had to be resected. The pt subsequently developed an enterocutaneous fistula.